Event description:
Ge received call from customer that x-ray tube fell off an x-ray system. The operator of the equipment reported that there was no patient in the room at the time of the falling of the positioner. During the case prior to failure, the operator did notice the failure beginning to occur, but had not failed completely. Ge in turn contacted hologic and reported the failure and results of diagnosis by ge fe. No repair was attempted due to age of product. The customer was directed to remove the system from use.

Manufacturer narrative:
Hologic field engineer investigated the failure and confirmed that structural failure occurred. The operator told the hologic field service engineer that the part was failing for some time and the customer continued to use the equipment until the full failure. Hologic was not the service provider for this customer and the service history, including recommended preventive maintenance is now known. Though our review concluded that there was potentially a weakness in the structure, positive conclusion could not be made with regard to the reason why failure occurred. This is the first report of such incident that hologic has received. The customer decided to remove the product from use and dispose of it due to its age. Hologic discontinued product of these units in 2001 and the products were declared end of life. Hologic will continue to monitor reports of such incidents.